Manufacturer narrative:
The display on the insulin pump froze at the end of the displacement test followed by an unexpected constant audio tone. Displacement test wasn't completed due to the frozen screen. The problem was isolated to mother board. All of the buttons responded properly. No damage or moisture damage on keypad assembly. No unlocked lcd keypad connector. The device had cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, and cracked minor scratches on the lcd window.

Event description:
Customer reported via phone call, the insulin pump tonight would not quit beeping. The device had a black circle, she attempted to clear it and the device wasn't responding. Customer's blood glucose was 101 mg/dl. Customer stated none of the buttons were responding, but the time was advancing. Customer didn't recall any significant event which may have caused the keypad, other than her changing the battery. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.